Manufacturer narrative:
On evaluation of the returned device, the reported allegation could not be confirmed. The investigation is on-going, and follow-up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the led (light emitting diode) light on the front panel of the high flow insufflation unit was flickering. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the flickering light-emitting diodes (leds) could not be determined. Three attempts were performed to obtain additional information, but no information could be obtained. Olympus will continue to monitor field performance for this device.